Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the x-ray photos provided are consistent with inflammation in the knee. The reported infection was that sustained months after implantation was most likely due to a post-surgical complication. There is no evidence to support our device contributed to the reported infection. The patient impact beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a stage 1 revision surgery was performed due to the patient presenting a swollen knee and biopsies indicated infection.